Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was trouble loading, the haptic broke, and the iol was manually removed from the eye. The procedure was completed the same day. Additional information was requested.

Manufacturer narrative:
Product evaluation: the device and the lens were returned loose in the opened blister tray of the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was fully advanced. The trailing haptic is located on the left of the plunger at the tip. The trailing haptic is broken at the gusset, extended into an incorrect (straight) position. The haptic tip is oriented toward the loading area and pinched/crushed between plunger and device. There was no damage observed to the device. The remainder of the lens was returned adhered in dried solution to the interior of the opened blister tray. The broken haptic damage was observed. The optic is torn/cut into two portions. The optic damage is similar to damage from an insertion and removal. Viscoelastic was not provided. It is unknown if the qualified product was used. A straight trailing haptic was observed broken in the device tip on the left of the plunger. The plunger was fully advanced. The optic with leading haptic was returned outside the device. The optic is in two portions similar to damage from insertion and removal. The root cause of the complaint is most likely related to a failure to follow the directions for use (dfu). The broken trailing haptic was in an incorrect (straight) position with the distal haptic tip facing the loading area. The manufacturer internal reference number is: (B)(4).